Manufacturer narrative:
The device was returned to smiths medical. Visual inspection revealed that the spike was broken. The sample was test for leak by introducing water in the product. A leak was found. The root cause of the leak condition is due to lack of adhesive during joint assembly. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that after setting up the administration set, before connecting it to the patient, there is a loss of non-sterile liquid (liquid that normally circulates in the tube to heat the sterile liquid that circulates in the tube inside it) from the proximal tube to the luer lock connector. No patient injury was reported.